Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized for high blood glucose. Customer's blood glucose was unknown mg/dl due to phasia. The customer stated that her blood glucsoe started with dehydration. Customer was admitted to the hospital. The customer stated that she was not giving insulin every time she ate, one of the reasons she was put in the hospital. The customer was assisted with programming the new pump. The customer did not want to troubleshoot for the hospitalization, she already called and had the device replaced.